Manufacturer narrative:
A review of lot file a326 was performed. There were no nonconformances or alarms associated with this event type for this lot. This lot met all release requirements. A review of complaints received for lot a326 was performed. There was one other complaint for a pressure dome leak to date for this lot. No trends detected. Service order feedback: field engineer cleaned blood spill and performed checkout procedure. All tests passed with no alarms. No other issues found. Instrument is operating as expected and was returned to the customer with the required documentation. This assessment is based on the information available at the time of the investigation. No physical part was received against this complaint. The investigation took place solely on the examination of a photograph provided by the customer. The complaint is confirmed by review of the photo. Without a kit or pressure dome to examine, a positive assessment of root cause cannot be made. There is no corrective action required at this time, as the root cause could not be confirmed. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4). Refer to CAPA number (B)(4).

Event description:
The customer reported a pressure dome leak during a treatment procedure. Name of complainant: same as reporter. Customer stated a system pressure alarm occurred early in treatment, during initial purging air, and then a blood leak on the pump deck was noticed coming from the system pressure dome. Customer stated the treatment was aborted and no blood in the kit was returned to the patient. Customer stated the pressure dome and clip did not appear to be damaged and was securely attached. Customer stated when the blood leak occurred, he found the membrane had separated from the pressure dome allowing blood to leak. Customer stated the patient was fine and they had already started a new treatment for the patient. Service order number (B)(4) was created to inspect the instrument. The customer provided photos for investigation.